Event description:
It was reported that fired staples were not properly formed during the pretest. Therefore, a new unit was opened.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73a1900284 was manufactured on 01/08/2019 a total of 15,000 pieces. Lot was released on 01/18/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The sample was returned without its original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The stapler was returned with 10 staples left in the cover block indicating that at least 25 staples were fired by the end user. Reference file anp1900075557 for investigation photos. The sample was sent to the manufacturing site for further investigation. For the dimensional inspection, the forming tool and the anvil were evaluated using a microscope with 30x magnification. It was observed that the forming tool was in perfect condition, however the anvil had some lateral notches. The anvil was reviewed in a vision system to visualize the angle marked in a drawing and it was found that the anvil has a deformity. Upon functional inspection, the staples were unable to form properly. The sample was shipped to the manufacturing site for further I nvestigation. The anvil and the forming tool were examined visually and dimensionally. It was found that the anvil was deformed. The deformity in the anvil prevented the staples from forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. Reference file anp1900075557 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." Product drawing 150009474 was reviewed by the manufacturing site as part of the dimensional inspection for this complaint investigation. It was found that the anvil was deformed. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue. The reported complaint of "unit misfired" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to form properly. It was found that the anvil was deformed preventing the staples from forming properly. Since the anvil is a purchased part, this is a supplier related issue. A nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that fired staples were not properly formed during the pretest. Therefore, a new unit was opened.